Event description:
A nurse reported that, the lens did not come out of the insertion device even with assistance. The team doesn¿t have an idea whether the fault was due to cartridge or due to iol. There was no patient harm reported.additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).